Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nephrolithiasis since (B)(6)2011. In (B)(6), the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with surgery (pelvic surgery on(B)(6)2012 to try and alleviate the symptoms, total hysterectomy on (B)(6)2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dyspareunia and nausea outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in the source document regarding insertion date:mentioned as (B)(6)2015 in current folow up and previously taken as (B)(6). Diagnostic results: on (B)(6)2011, CT abd&pelvis w/o cont impression: 1. No acute abdominal or pelvic findings. 2. Right nephrolithiasis. On (B)(6), us breast uni/bi right breast ultrasound: impression: well circumscribed sonographically benign solid lesion with through-transmission at 1 o'clock position likely a fibroadenoma measuring 1 cm. Essure confirmation test-hysterosalpingogram (hsg), (B)(6)2011 and (B)(6)1900(as written), total bilateral occlusion and failure to occlude (close) fallopian tubes (B)(6)2011 xr hystrosalpngogram impression: study demonstrated effective bilateral occlusion of the fallopian tubes after e sure procedure. (B)(6)2011 xr hystrosalpngogram impression: small endometrial cavity with scar suggestive of synechia. Essure devices within satisfactory position but there was free spillage in the peritoneal cavity. Recommend continuing with oral contraceptive and repeat hysterosalpingograrn in 2 to 3 months. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and mr received: reporters were added. Patient's address was updated. Patient¿s concomitant disease and unstructured relevant tests were added. Essure was withdrawn on (B)(6)2011. Nausea was added as event. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain/ pelvic pain') and genital haemorrhage ('heavy and irregular bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right upper quadrant pain in 2007, cesarean section (cesarean section x3,), ovarian cyst, asthma and epilepsy. Concurrent conditions included diarrhea since (B)(6) 2011, nephrolithiasis since (B)(6) 2011, nephrolithiasis since (B)(6) 2011, abdominal pain generalized since (B)(6) 2011, vaginal bleeding since (B)(6) 2009, dysmenorrhea, menorrhagia, cervicitis, nabothian cyst, subserous leiomyoma of uterus, nabothian cyst, uterine leiomyoma and chronic cervicitis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and migraine ("migraines"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginitis"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). The patient was treated with surgery (pelvic surgery, hysterectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, vaginal infection, vaginal discharge, migraine and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in the source document regarding insertion date:mentioned as (B)(6) 2015 in current folow up and previously as 2011. Also (B)(6) 2011 and (B)(6) 2011. Discrepancy in essure removal date - (B)(6) 2012 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: 1. No acute abdominal or pelvic findings. 2. Right nephrolithiasis.; on (B)(6) 2011: 2 mm stone within the dependent portion of the urinary bladder in the midline likely representing passed stone presumably from the left side. No hydroureteronephrosis on either side. Nonobstructing right interpolar calyceal stone measuring 2 mm is unchanged. Hysterosalpingogram - on (B)(6) 2011: small endometrial cavity with scar suggestive of synechia. Essure devices within satisfactory position but there was free spillage in the peritoneal cavity. Recommend continuing with oral contraceptive and repeat hysterosalpingograrn in 2 to 3 months.; on (B)(6) 2011: study demonstrated effective bilateral occlusion of the fallopian tubes after e sure procedure.. Ultrasound breast - on an unknown date: well circumscribed sonographically benign solid lesion with through-transmission at 1 o'clock position likely a fibroadenoma measuring 1 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events per pfs: dysmenorrhea (cramping), chronic abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal discharge and vaginitis. Essure implant date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right upper quadrant pain in 2007, cesarean section (cesarean section x3,), ovarian cyst, asthma and epilepsy. Concurrent conditions included diarrhea since (B)(6) 2011, nephrolithiasis since (B)(6) 2011, nephrolithiasis since (B)(6) 2011, abdominal pain generalized since (B)(6) 2011, vaginal bleeding since (B)(6) 2009, dysmenorrhea, menorrhagia, cervicitis, nabothian cyst, subserous leiomyoma of uterus, nabothian cyst, uterine leiomyoma and chronic cervicitis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), dyspareunia ("dyspareunia") and migraine ("migraines"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginitis"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). The patient was treated with surgery (pelvic surgery, hysterectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, vaginal infection, vaginal discharge, migraine and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in the source document regarding insertion date:mentioned as (B)(6) 2015 in current follow up and previously as 2011. Also (B)(6) 2011 and (B)(6) 2011. Discrepancy in essure removal date - (B)(6) 2012 and (B)(6) 2011. Discrepancy noted : essure removed -no. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: 1. No acute abdominal or pelvic findings. 2. Right nephrolithiasis.; on (B)(6) 2011: 2 mm stone within the dependent portion of the urinary bladder in the midline likely representing passed stone presumably from the left side. No hydroureteronephrosis on either side. Nonobstructing right interpolar calyceal stone measuring 2 mm is unchanged. Hysterosalpingogram - on (B)(6) 2011: small endometrial cavity with scar suggestive of synechia. Essure devices within satisfactory position but there was free spillage in the peritoneal cavity. Recommend continuing with oral contraceptive and repeat hysterosalpingograrn in 2 to 3 months.; on (B)(6) 2011: study demonstrated effective bilateral occlusion of the fallopian tubes after e sure procedure.. Ultrasound breast - on an unknown date: well circumscribed sonographically benign solid lesion with through-transmission at 1 o'clock position likely a fibroadenoma measuring 1 cm.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right upper quadrant pain in 2007, cesarean section (cesarean section x3,), ovarian cyst, asthma and epilepsy. Concurrent conditions included diarrhea since (B)(6) 2011, nephrolithiasis since (B)(6) 2011, nephrolithiasis since (B)(6) 2011, abdominal pain generalized since (B)(6) 2011, vaginal bleeding since (B)(6) 2009, dysmenorrhea, menorrhagia, cervicitis, nabothian cyst, subserous leiomyoma of uterus, nabothian cyst, uterine leiomyoma and chronic cervicitis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), dyspareunia ("dyspareunia") and migraine ("migraines"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginitis"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). The patient was treated with surgery (pelvic surgery, hysterectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, vaginal infection, vaginal discharge, migraine and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in the source document regarding insertion date:mentioned as (B)(6) 2015 in current follow up and previously as 2011. Also (B)(6) 2011 and (B)(6) 2011. Discrepancy in essure removal date - (B)(6) 2012 and (B)(6) 2011. Discrepancy noted : essure removed -no. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: 1. No acute abdominal or pelvic findings. 2. Right nephrolithiasis.; on (B)(6) 2011: 2 mm stone within the dependent portion of the urinary bladder in the midline likely representing passed stone presumably from the left side. No hydroureteronephrosis on either side. Nonobstructing right interpolar calyceal stone measuring 2 mm is unchanged. Hysterosalpingogram - on (B)(6) 2011: small endometrial cavity with scar suggestive of synechia. Essure devices within satisfactory position but there was free spillage in the peritoneal cavity. Recommend continuing with oral contraceptive and repeat hysterosalpingogram in 2 to 3 months.; on (B)(6) 2011: study demonstrated effective bilateral occlusion of the fallopian tubes after e sure procedure.. Ultrasound breast - on an unknown date: well circumscribed sonographically benign solid lesion with through-transmission at 1 o'clock position likely a fibroadenoma measuring 1 cm.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain." Amendment: the report was amended for the following reason: case (B)(4) was found to be duplicate of this case and will be deleted, all information from case (B)(4) (MFR control no.2951250-2017-10243) transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery on (B)(6) 2012 to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, migraine and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.